Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of one donor sample in the crossmatch test during the validation of her ih-centrifuge l. The customer stated that she performed the crossmatch on a unit which was typed as c antigen positive with a patient plasma that demonstrated anti-c. The crossmatch should have been positive (incompatible), but it was negative (compatible). The customer repeated the crossmatch and yielded again a negative (compatible) result. The customer performed the crossmatch tests manually using ih-incubator l and ih-centrifuge l. The customer returned the complaint sample ih-card ahg anti-igg, two donor segments (labeled as (B)(6)) and an aliquot labeled as anti-c. Our quality control laboratory performed the crossmatch with the samples and the ih-card provided by the customer and yielded a negative (compatible) result. So the testing in our quality control laboratory confirmed the customer´s finding. Additionally our quality control laboratory performed the crossmatch with the donor unit and two different anti- c samples. In both cases the crossmatch was correctly positive. Furthermore crossmatch was performed with the customer's aliquot anti-c and three additional c antigen positive red blood cells. Only one red blood cell yielded a weak positive result, the reactions of the two other red blood cells were negative. Furthermore our quality control laboratory performed the antibody screening test with the aliquot anti-c and ih-cell I-ii-iii. The antigen c positive reagent red blood cells yielded only a +/- positive reaction. Further tests were not possible, because the aliquot anti-c was used up. According to our investigation result, the aliquot anti-c seemed to contain a weak reacting antibody at the detection limit and, therefore, the crossmatch was negative. Summary: testing by our quality control laboratory confirmed that the allegedly defective lot of ih-card ahg anti-igg functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.